Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, both devices had seal issue. The first ligasure had regarsp alarm and there was an end tone reported but no evidence of energy delivery. The second ligasure had no regrasp alarm, there was an end tone heard but there was no evidence of energy delivery.  There was no patient injury.